Event description:
It was reported that there was a deflection on the ventricular channel of the ventricular electrogram (egm). It was suspected that the right ventricular lead was undersensing a premature ventricular contraction (pvc). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: p1501dr implantable pulse generator (B)(6) 2009; implantable pacing lead (B)(6) 2009. (B)(4).